Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pch560 and no non-conformances were identified. Device evaluation summary: four unopened samples of product code m8805, lot pch560 were returned for analysis. The product code is multi-strands and required four strands per packet. During visual inspection of four unopened samples, no defects were found on the packages. Samples were opened and contains four strands double armed; the swage and attachment area of four samples were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were found. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance needle pull off was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture was separating from the needle, unknown if when removed from the packet or while suturing. There were no adverse patient consequences reported.